Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/08/2010, 04/12/2010, 04/13/2010, and 04/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. Medical records were received on 04/08/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction bilateral following intraocular lens (iol) implant surgery. Medical records were received. According to the medical records, the pt had a history of breast cancer, uterine cancer and posterior vitreal detachment (pre-existing). The surgeon was unwilling to complete the questionnaire. There are thirty nine medical device reports associated with these events. This report is sixteen of thirty nine. This is a bilateral event. This report is for the left eye.